Event description:
The event is reported as: complaint description: it was reported the pt had redness, inflammation and suppuration 1 to 2 weeks at incision site after skin closure.

Manufacturer narrative:
No device sample will be returned for investigation. No lot number was provided. Complaint cannot be confirmed since the sample was not available for investigation. The manufacturer will continue to monitor and trend relating complaints.